Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was found that the chemotherapy drugs were leaking from the device. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
D9: (B)(6) 2025. H3: one device was received for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed, and no leaks nor obstructions were observed. The complaint of leakage cannot be confirmed nor replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.